Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated prophylactically for gastric bypass surgery. Access was gained from the right common femoral vein, a venacavagram was performed to visualize the renal takeoffs and the filter was deployed successfully with the conical portion of the filter at the pedicle level on l2. The patient was discharged in satisfactory condition. Approximately 80 months post deployment a CT was performed to check position of the ivc filter which demonstrated the filter to be in place with the tip of the filter at the inferior endplate of l3. Approximately 89 months post deployment, a second CT was performed which listed the filter to be in appropriate position. No additional information was provided in the medical records received. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege a filter was implanted successfully at the level of the pedicle on the right at l2 in satisfactory position prior to bariatric surgery. Approximately 80 months post deployment a CT scan allegedly demonstrated the filter in appropriate position with the tip located at the endplate of the l3. A follow-up CT scan identified the filter to be in an appropriate position. Based on the medical record review, the investigation is confirmed for caudal migration. However, it should be noted that the filter was noted to be in an appropriate position. Per the reported event details, the filter was implanted prior to gastric bypass surgery. Furthermore, it was reported that the patient was morbidly obese. Per the instructions for use (IFU), "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." The IFU also states, "the safety and effectiveness of this device has not been established for morbidly obese patients." Therefore, it is possible that patient and/or procedural factors may have contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings and precautions: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient that an unknown period of time post vena cava filter deployment for knee and gastric bypass surgeries, the filter was alleged to be embedded in the caval wall. There were no reported attempts to retrieve the filter. The patient reported he was not injured. Based on a review of the medical records received, 80 months post filter deployment; follow up imaging described caudal migration of the filter. Patient status was not provided. No additional information was provided in the medical records received.